Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received. Per visual inspection, crack on bottom left side of case, front panel bent, missing 02 knob, and missing battery cover. The complaint was confirmed, the case is cracked. The cause was user interface from impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Other, date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a cracked case. No patient or clinical injury occurred.